Event description:
The implant surgeon reported to our sales manager an infected cage, there is neither wound infection, nor infection around the screws and rods (tlif pt operated in 2009).

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.